Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to a constant system error 105 alarm the device was not able to be tested for upstream occlusion. A review of the event history log revealed multiple upstream occlusion alarms which verifies the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor was found below the intended range which is a known contributor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump upper occlusion was repeating with no reason. The problem was occurred during use at the in ten intensive care unit. There was no patient involvement. No additional information is available.